Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38 x 4mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 38 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 38 x 4.00mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Stent strut rows 6,9,12 and 13 (counting from the proximal end of the stent) were damaged with stent struts lifted. The undamaged section of the crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 245mm distal from the distal end of the strain relief and multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 38 x 4mm target lesion was located in the severely tortuous and severely calcified left circumflex artery. A 38 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, the stent strut was lifted up. The device was directly removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.